Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer added additional insulin and re-loaded the cartridge to resolve each issue. Customer¿s blood glucose level was 110 mg/dl.